Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
A gradual increase in high voltage lead impedance was seen following implant. The growth of patient tissue at the implant site was thought to be the cause. No lead damage was suspected. Reprogramming or possible lead revision are being considered.